Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 02/18/2015.

Manufacturer narrative:
Submitted: 03/04/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings:device evaluation: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On investigation, the battery compartment was noted to be cracked at the case seal and at the top of the grip pad around the threads.